Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the g5 mobile application was not alerting him when the smart device is "locked." No additional event or patient information is available.